Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient received results of the core biopsy samples taken last week from a swollen lymph gland on the patient's neck, and the results state that the patient's non-hodgkin's lymphoma has returned. The patient's oncologist previously declared the patient legally cured from non-hodgkin's lymphoma, and shook the patient's hand on (B)(6) 2024. The patient was diagnosed with cancer 10 years ago caused by glyphosate, the main ingredient in roundup (weedkiller). The patient did not use the device in the past 4 days after reading about the recall. The patient returned the device and purchased another manufacturer's device. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Update: manufacturer tab: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient received results of the core biopsy samples taken last week from a swollen lymph gland on the patient's neck, and the results state that the patient's non-hodgkin's lymphoma has returned. The patient's oncologist previously declared the patient legally cured from non-hodgkin's lymphoma, and shook the patient's hand on (B)(6) 2024. The patient was diagnosed with cancer 10 years ago caused by glyphosate, the main ingredient in roundup (weedkiller). The patient did not use the device in the past 4 days after reading about the recall. The patient returned the device and purchased another manufacturer's device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.